Manufacturer narrative:
It was reported that allegedly the toe filler does not cover/fill the gap of the amputation from 1-2 digit in width. The toe filler comes out too long and causing an ulcer of 1 cm in diameter and ended up with an infection of the bone. Doctor had to go in and amputate more of the metatarsal due to the infection on the right foot. The shoe was not returned to enovis for investigation. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported that allegedly the toe filler does not cover/fill the gap of the amputation from 1-2 digit in width. The toe filler comes out too long and causing an ulcer of 1 cm in diameter and ended up with an infection of the bone. Doctor had to go in and amputate more of the metatarsal due to the infection on the right foot.

Manufacturer narrative:
See d.9 , h3, h6 h10. It was reported that allegedly the toe filler does not cover/fill the gap of the amputation from 1-2 digit in width. The toe filler comes out too long and causing an ulcer of 1 cm in diameter and ended up with an infection of the bone. Doctor had to go in and amputate more of the metatarsal due to the infection on the right foot. Enovis received toe filler back for evaluation. The lab pulled the original cast of the foot, it was confirmed the toe filler was not made to specifications. The possible root cause could be that during the modification process the assembler was supposed to add filler material to the 1st and 2nd toe area of the amputation site, the toe filler was made for the first toe and not the 2nd. The toe filler also is supposed to made to elongate the area where the filler material will be added, and the device was manufactured directly up to the amputation area causing pressure.